Event description:
72 hrs after the closure treatment to obliterate a refluxing greater saphenous vein, the pt came for regular f/u with leg edema and pain. Ultrasound duplex imaging revealed a thrombus extension from the proximal superficial femoral vein to the sapheno femoral junction. The pt had also undergone ambulatory phlebectomy with dyonics varicose vein ablation blade (trivex) post closure procedure. The pt was hospitalized and thrombolytic therapy (retevase) was administered for 12 hours. The subsequent venogram confirmed that the thrombus had lysed except a focal narrowed area in the common femoral vein which was removed by venous thrombectomy in 2001 the pt was placed on heparin and coumadin therapy. The swelling had significantly reduced and the pt was released from the hospital 7 days later.